Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the adc device. The customer received low glucose readings on the adc device ranging from 43 to 57 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms consistent with hypoglycemia and performed a comparison test using a competitor brand meter, which yielded results in the 200s mg/dl. It is unknown whether the comparison readings were obtained within 10 minutes of the adc device readings. The customer subsequently experienced sensor error messages and was unable to obtain glucose readings or receive alarms. As a result, the customer relied on the competitor meter for glucose monitoring while the adc device continued to display low readings. Upon removal of the sensor, the customer observed blood and green purulent discharge at the insertion site, indicating an infection. The customer cleaned the area with alcohol and reported ongoing arm pain. The reported treatment is not considered a medical intervention intended to treat or prevent permanent impairment or damage related to the adverse skin reaction. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the adc device. The customer received low glucose readings on the adc device ranging from 43 to 57 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms consistent with hypoglycemia and performed a comparison test using a competitor brand meter, which yielded results in the 200s mg/dl. It is unknown whether the comparison readings were obtained within 10 minutes of the adc device readings. The customer subsequently experienced sensor error messages and was unable to obtain glucose readings or receive alarms. As a result, the customer relied on the competitor meter for glucose monitoring while the adc device continued to display low readings. Upon removal of the sensor, the customer observed blood and green purulent discharge at the insertion site, indicating an infection. The customer cleaned the area with alcohol and reported ongoing arm pain. The reported treatment is not considered a medical intervention intended to treat or prevent permanent impairment or damage related to the adverse skin reaction. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the adc device. The customer received low glucose readings on the adc device ranging from 43 to 57 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms consistent with hypoglycemia and performed a comparison test using a competitor brand meter, which yielded results in the 200s mg/dl. It is unknown whether the comparison readings were obtained within 10 minutes of the adc device readings. The customer subsequently experienced sensor error messages and was unable to obtain glucose readings or receive alarms. As a result, the customer relied on the competitor meter for glucose monitoring while the adc device continued to display low readings. Upon removal of the sensor, the customer observed blood and green purulent discharge at the insertion site, indicating an infection. The customer cleaned the area with alcohol and reported ongoing arm pain. The reported treatment is not considered a medical intervention intended to treat or prevent permanent impairment or damage related to the adverse skin reaction. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.